Event description:
A hemodialysis user facility has reported an incident of a suspected dialyzer reaction. The facility has been contacted where it has been learned the following information: this is a new pt to dialysis. The reported symptom(s) are back pain/allergic reaction to dialyzer. The pt reportedly starts dialysis when 15 minutes into treatment, he reports back pain. The md ordered a dose of 50 mg. Of diphenhydramine be given IV to treat the symptoms. The pt was able to complete this dialysis treatment with this dialyzer. The next dialysis was given with a different manufactured brand of dialyzer. It was learned on (B)(6) 2010, in speaking with this facility that the pt has been taken off dialysis due to probable allergy to polyurethane. Reactions have occurred with both this dialyzer as well as the new dialyzer that was ordered. The md would like this pt to start peritoneal dialysis. Currently, this pt is off dialysis. There is no sample for an evaluation. Of note is the pt has a gunshot wound to his back.